Event description:
It was reported that the pump was alarming no disposable, pump will not run. Per reporter, the settings were reviewed, pump turned off, cassette removed and tubing massaged. Reporter stated that bubbles were present in the cassette tubing, so the cassette was tapped on a hard surface and reattached. Troubleshooting was unsuccessful and the alarm returned upon power up. Reservoir volume was 176.5 ml. Given was 63.6 ml. Set flow rate was 2ml/hour. The event occurred at the hospital. No patient harm/adverse event was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H2) device evaluation: h3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period.